Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that underfilling occurred while using bd vacutainer® k2e 7.2mg plus blood collection tubes. The following information was provided by the initial reporter: " some staff here have expressed that some edtas with batch number (B)(4) do not have vacuum as they dont fill up to the mark."

Event description:
It was reported that underfilling occurred while using bd vacutainer® k2e 7.2mg plus blood collection tubes. The following information was provided by the initial reporter: " some staff here have expressed that some edtas with batch number 8082252 do not have vacuum as they dont fill up to the mark."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.